Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/07/2010 and 06/11/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the health-care provider, it has been learned that the device did not cause or contribute to the patient's death. The device has been disassociated from the event, therefore, it has been determined that this is no longer a reportable event.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown error message. The reporter was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.